Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the representative replaced the uninterruptible power supply (ups) battery and let it charge. Tested the battery to make sure it holds a charge. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) was shutting down within 30 seconds after disconnecting power. No patient was present at the time of the event.